Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was approximately 540 mg/dl. The customer required assistance from spouse in addressing by administering a manual injection of insulin. Customer declined further troubleshooting with tandem customer technical support.